Event description:
It was reported that stent damage occurred and the procedure was cancelled. A 32 x 2.75 promus elite drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the device was damaged. The procedure was not completed and there were no patient complications nor injuries reported. Patient's status was stable. It was further reported that the procedure was completed with a non-bsc device.

Manufacturer narrative:
D4: batch/lot number corrected from unknown to 0024295428. Updated b5: describe event or problem. Device evaluated by MFR: p elite ous mr 32 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found issues. The entire stent had moved distally 7mm extending over the distal marker band. Damage was also noted with all the struts through the mid to distal sections of the stent lifted and bunched. Stent struts from the proximal end of the stent were also lifted. Due to the extent of the damage it was not possible to obtain an undamaged outer diameter. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found issues with the distal inner lumen both stretched and bunched 83mm proximally to the distal tip. Additionally, the mid-shaft extrusion was stretched and necked over the hypotube lasercut region 295mm proximal to the distal end of tip. Functional testing was performed with a 0.0140" guidewire, verified with snap gauge, loaded through the distal end of the tip but met an obstruction at 83mm, the location of the distal inner lumen damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred and the procedure was cancelled. A 32 x 2.75 promus elite drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the device was damaged. The procedure was not completed and there were no patient complications nor injuries reported. Patient's status was stable. It was further reported that the procedure was completed with a non-bsc device. It was further reported that during procedure, significant resistance was felt and difficulty advancing over the wire was encountered.

Manufacturer narrative:
D4: batch/lot number corrected from unknown to 0024295428. Updated b5: describe event or problem. Device evaluated by MFR: p elite ous mr 32 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found issues. The entire stent had moved distally 7mm extending over the distal marker band. Damage was also noted with all the struts through the mid to distal sections of the stent lifted and bunched. Stent struts from the proximal end of the stent were also lifted. Due to the extent of the damage it was not possible to obtain an undamaged outer diameter. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found issues with the distal inner lumen both stretched and bunched 83mm proximally to the distal tip. Additionally, the mid-shaft extrusion was stretched and necked over the hypotube lasercut region 295mm proximal to the distal end of tip. Functional testing was performed with a 0.0140" guidewire, verified with snap gauge, loaded through the distal end of the tip but met an obstruction at 83mm, the location of the distal inner lumen damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred and the procedure was cancelled. A 32 x 2.75 promus elite drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the device was damaged. The procedure was not completed and there were no patient complications nor injuries reported. Patient's status was stable. It was further reported that the procedure was completed with a non-bsc device. It was further reported that during procedure, significant resistance was felt and advancing difficulties were encountered.

Event description:
It was reported that stent damage occurred and the procedure was cancelled. A 32 x 2.75 (B)(6) elite drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the device was damaged. The procedure was not completed and there were no patient complications nor injuries reported. Patient's status was stable.